Event description:
Device leaked and customer returned the unit for service and repair. During eval, enough liquid oxygen leaked out of the case from the ruptured diaphragm in the relief economizer valve to potentially cause a serious injury should this malfunction recur. The unit was repaired and returned to the customer. A review of the product history record indicates no discrepancies in the mfg process per the approved dmr. A corrective action has been implemented on units mfg after 11/22/94 which replaced the diaphragm in the relief economizer valve with a more durable material.